Manufacturer narrative:
B1: should be corrected to adverse event. B2: should be corrected to required intervention to prevent permanent impairment/damage. B5: should be corrected to: the reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.0/1.5/075 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. Reportedly, "wrong sign in the cylinder in the calculation." Cause of the event was user error. On (B)(6) 2022 the lens was repositioned and this did not resolve the problem. Reportedly, "the patient does not want a lens exchange. A laser enhancement is planned for the summer". Lens remains implanted. H1: should be corrected to serious injury. (B)(4).

Manufacturer narrative:
Corrected data: b1: should be corrected to malfunction. B2: should be omitted for correction. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.0/1.5/075 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6)2022. Reportedly, "wrong sign in the cylinder in the calculation." Cause of the event was user error. Lens remains implanted.

Manufacturer narrative:
Additional information: the patient does not want a lens exchange. A laser enhancement is planned for the summer. Claim# 727633.